Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the pump stopped working. Further details were unknown. The pump was replaced. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was alive; no injury. There were no reported symptoms.

Manufacturer narrative:
Pump was infusing hydrophorphone 10.0 mg/ml at 1.801 mg/day and bupivicaine 20.0 mg/ml at 3.602 mg/day. Final analysis of the pump revealed a motor gear train anomaly. There was corrosion and or wear and or lubrication due to gear wheel three.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a foreign manufacturer representative indicated the cause of the motor stall was not determined. It was unknown if more than one motor stall occurred. When asked if the motor stall recovered, the response indicated "unknown pump stopped working."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.